Event description:
A 74 year-old white female with a past medical history of coronary artery disease, atrial fibrillation status post ablation, dyspnea on exertion, hyperlipidemia, hypertension, and prior left anterior descending coronary artery stenting presented for a staged percutaneous coronary intervention (pci) of a heavily calcified right coronary artery. Following rotational atherectomy, angiography demonstrated a large ostial right coronary artery/ right coronary cusp perforation. The patient became hemodynamically unstable, and cardiac surgery was consulted; however, surgical support was unavailable. The clinical team proceeded with stenting of the right coronary artery and placement of an impella cp for circulatory support. After implantation using best practices, the impella device was unable to maintain flow above performance level p4 due to suction alarms. Vasopressor therapy and packed red blood cell transfusion were initiated in response to ongoing hemodynamic decompensation. Despite support, impella flow remained reduced. After discussion with the interventional cardiologist, an echocardiogram was repeated to assess progression of the hemopericardium. Pericardiocentesis was performed, after which the impella waveform stabilized, and flow was increased to p8. The patient¿s blood pressure improved, and vasoactive infusions were discontinued. The patient was stabilized and transported for computed tomography imaging to evaluate for active bleeding, and the plan for surgery was deferred. The patient was then transferred to the cardiovascular intensive care unit while intubated and sedated. The patient subsequently experienced a hemorrhagic stroke. Neurology was consulted to discuss findings with family members present at the bedside. Laboratory testing demonstrated rising lactate levels. The patient remained intubated after the large stroke was identified, and urine output improved. The patient was later determined to be brain dead and was an organ donor. The patient was taken to the operating room for organ procurement, and the impella device was turned off following completion of surgery. The impella cp is conservatively coded for the complications stroke - (which is a known risk with continuous anticoagulation) -and death, bleeding and hemopericardium are direct consequences of the coronary perforation that occurred during the pci procedure and prior to insertion of the impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.